Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.